Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device had an unknown residue on the internal components, the grease on internal components was contaminated and dried up, and the electronic motor had an unusual vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and care and component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device coupling head had sharp edges and the unit had an unusual buzzing noise in forward and reverse mode. During in-house engineering evaluation, it was determined that the device had unusual vibration. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of event was documented as (B)(6) 2016 in the initial report. It has been updated as (B)(6) 2016. The date of this report was documented as (B)(6) 2016 in the initial report. It has been updated as (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.